Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID: 5867-3m adaptor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was returned to the manufacturer after being explanted and replaced due to prophylactic upgrade.  The ra lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.